Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis indicated the tip electrode was distorted/bent, and the lead was stretched.

Event description:
It was reported the helix was extending during the implant without the implanting extending it prior to insertion. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.